Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID evproplus-29 serial/lot (B)(6) use by date 2022-11-12 UDI (B)(4). Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle of the delivery catheter system (dcs) appeared intact. The capsule appeared intact with no evidence of damage. The device was received with the capsule fully opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. The valve was received via ups inside a heart valve return kit submerged in clear 0.2% glutaraldehyde solution. The valve was received discolored showing evidence of blood contact. The valve frame was received in a partially crimped state. All leaflets were flexible. All leaflets exhibited signs of creasing, conditions attributed to crimping and recapturing. In its received condition, all leaflets were twisted and in partially closed position. Remnants of bloody host tissue noted on all commissures; appeared intact. In an effort to reset the frame, the valve was submerged in warm saline. The valve appeared to maintain a compressed condition possibly resulting from the valve being in a partially crimped state for an unknown amount of time. Due to the return condition of the valve, the deployment simulation could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded without difficulty. The valve load was verified and no crown overlapping was identified. The native annulus was pre-dilated using a 22 mm balloon aortic valvuloplasty (bav). The valve was attempted to be deployed three times. It was reported that the valve initially would la nd at an optimal depth between 3-5 mm, however each attempt eventually resulted in a dislodgement. After the third recapture, the implanting physician elected to withdraw the valve and the delivery catheter system (dcs). A non-medtronic valve was ultimately implanted. The computed tomography (CT) measurements gave no indication of an incorrect measurement. The implanting physician suspects that the valve frame had not expanded enough. No adverse patient effects were reported.